Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in is filed under a separate medwatch report number.

Event description:
This is filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. A second clip was positioned on the mitral valve and during positioning, the mr returned and a leaflet tear was noted near the second clip. The patient remained hospitalized and underwent mitral valve surgery on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.